Event description:
Information was received that the device has been explanted and the user was re-implanted with a new device. Reportedly, the user's hearing performance with the device has decreased.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report. Awarness date has been corrected to 2022-03-15.

Event description:
Information was received that the device has been explanted and the user was re-implanted with a new device. Reportedly, the user's hearing performance with the device has decreased over the period of 1 year.